Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated her blood glucose value at the time was 434mg/dl and then went up to 600mg/dl and then 586mg/dl. Customer's current blood glucose value is 520mg/dl with her new pump. Customer was giving bolus to correct for her current high blood glucose values. Customer declined to troubleshoot for high blood glucose values.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).